Event description:
A malfunction alarm was reported, and the pump was replaced. There was no adverse impact to the customer¿s blood glucose level. The pump was confirmed to be within warranty, and the customer was instructed to return the problematic pump using a pre-paid label and return box. However, the customer declined to share information about the backup therapy to ensure insulin delivery was not interrupted. Technical support also provided storage mode instructions for transport, and a replacement pump was sent to the customer.